Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that non-sustained right ventricular oversensing (nsrvo) episode was triggered due to right ventricular (rv) lead over sensed noise. Programming changes were made. Patient condition was stable.